Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the interstim therapy has relieved the patient¿s target frequency symptoms from baseline overall, however sometimes their frequency would get worse and that it has been intermittent since implant. The patient sometimes would get up only twice per night, which the patient indicated was better, however other nights the patient was getting up six times. Directive from the patient¿s manufacturing representative was to avoid turning up the stimulation to the point of having pain in the front. The patient noted they were using program 1 since implant but that they changed to program 2 on friday. The patient stated they have increased each program to their comfort ceiling around 4 or 4.5 v with mixed results. The patient mentioned their drinking habits, noting that they had a bottle of water in the morning and another in the evening, and that they also had water at night to take their pills. The patient also stated they would sometimes have tea in the morning and that they weren¿t sure if it was okay for them to do so. No further complications were reported/anticipated. Additional information received as patient reported that they were still setting the frequency when they first had the implant so they might have led to intermittent worsening of frequency. They called the representative and they help in changing the program to 2 on (B)(6). Additional information was received. It was reported that since implant the frequency was better than prior to implant, but it was still present at night. The patient reviewed they normally drink coffee in the morning and water for dinner but usually overnight they get up a couple times, every hour and a half-two hours, usually around 3:00-3:30. The patient stated they went to the healthcare physician (hcp) and they were given diet pills. The patient also they talked with a manufacturing representative about basic programming. The patient was currently on program 3 at 7.5 v and was told by the representative that if they were getting a good night¿s sleep they should not change programs. The patient was redirected to follow up with their hcp to discuss symptoms/programming. No further complications were reported/anticipated. Additional information was received. It was reported that the patient was still experiencing frequency on programs 1,2, and 3 and wanted to know what's a normal level of symptoms. The patient stated that he was almost getting 50% reduction and was going to the bathroom every hour prior to implant but the symptoms have lessened since. The patient also mentioned that he used to have a painful urge to go to the bathroom but is not getting the urge any longer. It was also mentioned that when the stimulation was too high he experienced groin pain but was resolved after he decreased the stimulation back down to a comfortable level. The patient was getting most of his frequency after dinner time and had been going 12 times a day and 3 times at night and was currently on program 3 at 7.0 v and wanted to know if he could switch to program 4. There were no further symptoms or complications reported or anticipated. Additional information from the patient on october 30th reported they had called the healthcare professional¿s (hcp) office on (B)(6), but had not heard back. The patient wanted to try changing to program 4. The patient changed to program 4 and stimulation was increased to 5.5 where the patient stated they were feeling comfortable stimulation. The patient stated he had a follow up appointment soon with the hcp to discuss therapy further. The patient noted he had been working with the manufacture representative (rep) as well who had told the patient that every patient was different and it could take time for the body to adjust to implant and therapy. There were no further complications that have been reported as a result of this event. Addition information was received. It was reported that the patient had an issue with the patient programmer when he tried to increase the intensity. The patient replaced the batteries and this resolved the issue. The patient stated that he has had trouble with frequency and sleeping at night since he was implanted. The patient was at 7.0 v. The patient reported that he spoke to his healthcare providers office about a week ago and was told that if he doesn't experience improvement in symptom control within a week to give them another call. No further complications were anticipated/reported. Additional information was received and it was reported that therapy was not working as good as it was. Patient's frequency had been the same, but the last few nights the frequency had 'been kind of down' but they would be lying on the couch and feel something but they were not sure if they were sweating or dribbling. It was noted when patient laid down they felt wet but was not sure if it was from sweating or urinating. The issue happened at different times every night. Patient mentioned before they were going every hour on the hour and they were now going every hour and a half so it was better but not 50%. Patient stated they tried all 4 programs and had the same results. Patient was on program 4 at 5.6 and adjusted stimulation to program 1 at 6.1 v. No further complications were reported. Additional information received from patient as they mentioned that the frequency had remained the same since they started in september. They changed to program on (B)(6). The night time was just starting to give me a better sleep. Additional information received as healthcare professional reported that symptoms got resolved. Additional information received from patient as they mentioned that they talked to their doctor and they took 30 mg of temazepam to sleep. They mentioned that even a program 4, level 7, they setup to urinate 4 times since last sunday. They cut down on fluids but still rarely sleep thought the night without setting up five times to urinate. Additional information was received. The patient called regarding a previously reported issue. Patient was having trouble in november, so they had changed to program 4. Patient was still having leaking as previously reported. Patient was unsure if the leaking was sweat. Patient stated they were not having frequency during the day, but noticed leaking after supper time. Patient had gone back to program 1 a week prior and stimulation was set to 9 the last few nights and the patient was sleeping better. Patient was not getting up as much. Patient reported that instead of getting up 6x, they were getting up 3-4 times. Patient thought they were getting 50% symptom improvement, even though they previously reported they weren't. Patient spoke with manufacturer representative a week prior to thanksgiving and was sleeping better. Patient was told that if they decreased stimulation, their symptoms might return. Patient confirmed having the stimulation set at 8 was not uncomfortable. Patient added that coffee gave them the urge. Patient reported they had an appointment on (B)(6) with their healthcare provider. Additional information was received. The patient called because they were still experiencing bladder symptoms overnight. Patient stated they had a few good nights sleeping in november, then they had to start work, but most nights they were having to get up and void up to 18x per night. Patient stated this mostly happened after dinner when they had to start going to the bathroom. Patient was referred to their healthcare provider to discuss the problems they were having overnight. Patient stated they were going every hour on the hour prior to implant and they were getting better sleep now, but were still getting up at night. Patient asked about sleep medication as they were still having trouble sleeping. Patient stated their symptoms had gotten better since having it. Patient was told by therapist that their body was constantly changing and adjusting. It was reviewed that it takes time to adjust to therapy and find a good setting to be on, patient knew coffee and water affected frequency. Patient stated they had tried every program and setting. It was reviewed further adjustments could be made in office. Patient stated they had an appointment on the (B)(6) with their healthcare provider. Additional information was received from a consumer (con). It was reported that the patient met with a manufacturer representative (rep) fro reprogramming and since then had a return of symptoms, over active bladder/frequency. The patient stated that it was worse during the night but sometimes during the day also. The patient had tried program 1,2,3 and was on program 4 at the time of the call. Patient services assisted the patient in syncing their patient programmer (pp) with their implantable neurostimulator (ins). The pp showed that the patient was on program 4 @ 6.0 v, and stimulation was off. Patient turned the therapy on, as therapy needs to be on to be effective. The patient reported that they did feel stimulation. No further complications were anticipated/reported.

Manufacturer narrative:
Correction: should not have been assigned to the implantable neurostimulator (ins), and should have been assigned to the patient programmer (serial #:(B)(4)). Concomitant medical products: the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who spoke with their healthcare provider (hcp) on 2018-jan-10 and saw their manufacture representative (rep) who turned their implantable neurostimulator (ins) off for a week "to give his body a rest" because of the "frequency" (bladder); at that time as well, the rep changed the patient's programming. They were told to call back a week later to turn their ins back on which they did. In fall 2017, they were going twelve times throughout the day and now they are going eighteen; they have a couple good nights but they are rare. They sleep through most of the night. They would go to bed saturday night and would get up four or five times at night; they were told they should be going two to three. During the day, frequency would be eighteen (from 8am to 10pm). The patient further said they have pain in their lower back in the tailbone area. They aren't sure if it was caused from their ins or due to an injury prior to implant. The patient got a new mattress and pillow in the middle of january and does not know if that is the reason for why his lower back/tailbone area hurts. They were told by their hcp to keep a pillow between their legs to keep pressure off that area. The reason for the call is to get assistance with making adjustments on their ins. They mentioned that they know their ins is on program 4 at 6.0v and stimulation is on. During the call, the patient connected to their ins which showed stimulation was off. Stimulation was decreased, turned back on, and increased to 5.8v where the patient felt it comfortably. Patient was advised to review any directions previously provided by the hcp, it was further reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp; expectations were lastly reviewed. The patient was also redirected to their hcp if the issue wasn't resolved and to address any concerns regarding their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had been feeling a little pain in their lower back. Patient further stated they were not sure if it's where the device was located. Patient services verified it was not stimulation that was causing pain as patient said their stimulation felt fine. Patient again referenced their appointment on (B)(6). Patient then speculated that maybe their pain was from the new pillows they bought. Patient then discussed more of the appointment and stated the rep turned off their stimulation, but then it back on a wednesday. Patient stated they went to bed on saturday night at about 10 o'clock and slept to about quarter to 5. Patient stated they got up at 7.30 and went back to bed at 9. Patient stated last night they went to bed at 10 and got up at 3 and got up every hour in the hour to go to the bathroom. Patient stated they were on p4 and were still getting up to go to the bathroom. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they had an appointment for (B)(6) and representative had turned it off, if when they changed the program on that date.